Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic effuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The optical steroid drops were increased, and the dlk resolved with treatment. Another report is filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).